Event description:
Nurse walked by a resident's room and saw smoke and flames coming from oxygen concentrator. She then pulled the plug out of the wall, secured safety of the resident. The fire dept was called to the scene.